Manufacturer narrative:
(B)(4) lot 14056516: (B)(4) concomitant medical products-patient medications: amiodrarone, xarelto, omeprazole, nifedipine ER, levofloxacin, simvastatin, metoprolol succinate ER, and stool softener. (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography images dated (B)(6) 2016, revealed a distal type I endoleak from the plc181200/14056516 device. There is no aneurysm enlargement. On (B)(6) 2016, the physician reintervened and implanted a gore pxc141400 device and performed hypogastric embolization. The endoleak was resolved and the patient tolerated the procedure.